Event description:
The stopcock on the extracorporeal membrane oxygenation (ECMO) was noted to be clotted and then leaking upon attempts to flush out the clot into an empty syringe. Blood was noted on the outside of stopcock. An area of the stopcock was the biohead cone and oxygenator. The stopcock was changed out with the perfusionist at the bedside. The pt was clamped out for 20 seconds, and there was no change in vital signs. The MFR response was the rep came to the facility and brought samples of stopcocks. They chose another stopcock to put into the circuits. The rep will be replacing the stopcocks in new circuits and sending replacement stopcocks for circuits currently in stock.